Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. The customer required deep disinfection to solve the reported contamination. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), italy. Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed outside the operating theater during use. Reportedly the h2o2 monitoring is applied as per instruction for use and a pall filter is used for tap water. The customer is not user of reusable blankets and device is reportedly maintained as per IFU. No additional information is available and the root cause of the reported contamination could not be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.